Manufacturer narrative:
The field service engineer (fse) visited the customer site and replaced the gear pump. The sample probe was replaced and adjusted.

Manufacturer narrative:
Further troubleshooting was performed at the customer site where the instrument was fully cleaned and the crep2 application was deleted and re-installed. All special washes were re-installed as well. A blockage was identified at one of the washing stations where the probe gets dry. The washing station was filled with water so the probe never had a chance to get dry. The probe was always in water after being washed. This is the most plausible root cause of the issue, however, since so many troubleshooting activities were completed, this cannot be stated for sure. However, after unblocking the washing station, repeat testing was performed with another instrument and the results were fine.

Manufacturer narrative:
The fse re-visited the customer where the gear pump pressure was adjusted on the instrument. Cell wash and cell blank water was also adjusted. Sample probe adjustment was ok. A cell blank calibration was performed. The customer performed a precision check with quality control material and the results were acceptable. The customer ran 4 urine samples and sent them to an external laboratory for comparison purposes and there was a "big variation" in the results. The actual results were not provided. Investigations are ongoing.

Manufacturer narrative:
Information was provided that indicates all the "patient" results initially reported and provided on subsequent follow up reports were for animal samples from a veterinary laboratory. The customer was using the creatinine application crep2 creatinine plus ver.2 (crep2). Crep2 is not approved for veterinary use. The intended use of the assay is for the quantitative determination of creatinine concentration in human samples.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient urine sample tested for creatinine on a cobas 4000 c (311) stand alone system. Erroneous results were not reported outside of the laboratory. Creatinine results from 1 patient sample were 4602 (unit of measure not provided), (-) 28 with a data flag, 4188, 2792 and 1. There was no allegation that an adverse event occurred. The creatinine reagent lot number and expiration date were not provided.

Manufacturer narrative:
The customer clarified that the erroneous results for patients 2 and 3 were not reported outside of the laboratory. The customer has stopped running urine samples for creatinine on the instrument. The customer is sending these patient samples to an external laboratory for testing.

Manufacturer narrative:
The customer is continuing to have issues with creatinine results even after the service visit by the fse. The customer replaced the lamp on the instrument in an attempt to solve the issue however, the issue was not resolved. The customer provided examples of additional questionable results for 5 patient urine samples tested for creatinine and protein. Based on the data provided, the creatinine results for 2 patients (documented as patient 2 and patient 3) were erroneous. It is not known if erroneous results for these additional patients were reported outside of the laboratory. It is not known if these 2 additional patients were adversely affected. No adverse events were alleged. Patient 2 sample was run a few times on centrifuged urine and the creatinine results were 1853 umol/l, (-) 5 umol/l with a data flag, (-) 17 umol/l with a data flag and 3550 umol/l. Patient 3 initial creatinine result was 29 umol/l. The repeat result was 4599 umol/l.